Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetes keto acidosis and vomiting bile on (B)(6) 2018 with blood glucose of 400 mg/dl. Customer also reported other relevant blood glucose 177 mg/dl, 525 mg/dl, 300 mg/dl, 499 mg/dl. The customer did experienced the symptoms such thirst, wanting to urinate, dry mouth. The customer was treated by bolus with pump. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08725 inches. No cosmetic damage noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.